Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. The patient reported receiving good pain relief after activation. On (B)(6) 2024 the patient notified a nalu representative that an infection had developed and the system was explanted on (B)(6) 2024. After the explant the patient reports taking oral antibiotics and no longer having signs of infection.

Manufacturer narrative:
The firm was not notified of the infection at the time it developed and was unaware of the explant taking place until (B)(6) 2024. There are no lab results available to the firm to confirm presence or type of infection. Infection is a known inherent risk of invasive procedures.